Event description:
Review of diagnostic history from the sites handheld computer revealed that this patients' device had high lead impedance from a system diagnostic test, end of service status was set to no. Review of programming history indicates that the device remained on when the high lead impedance was observed. Attempts to obtain additional information from the site are underway.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.